Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement per physicians preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had an electric shock which caused the spinal cord stimulator (scs) to shut off. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that there was no lead migration suspected and the patient needed new pain area coverage. No further course of action at this time.

Event description:
A report was received that the patient had an electric shock which caused the spinal cord stimulator (scs) to shut off. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patients shock was believed to be positional and had a hypersensitivity issue.

Event description:
A report was received that the patient had an electric shock which caused the spinal cord stimulator (scs) to shut off. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had an electric shock which caused the spinal cord stimulator (scs) to shut off. The patient will undergo an ipg and lead replacement procedure.